Event description:
It was reported that the pacemaker (pm) exhibited longevity overestimation. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the longevity overestimation exhibited by the pacemaker (pm) was noted during an in-clinic follow-up. No intervention was performed, and the patient will be further monitored. There were no patient consequences.